Manufacturer narrative:
Product analysis: the product was discarded, therefore no product analysis can be completed. Conclusion: a device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The reported event indicates that a new dcs and 34 mm valve were used in a deployment attempt. The valve was recaptured four times. The evolut system instructions for use (IFU) instructs "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient". Recapturing is a feature of the evolut r system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, with this delivery catheter system (d cs), a capsule separation occurred upon full recapture (the fourth recapture). The valve was removed and a new valve and dcs were used for successful implant. No loading difficulties or resistance was noted. Per the physician, the capsule separation may have occurred as a result of the dcs being over-driven and extreme leaflet calcium. No additional adverse patient effects were reported.